Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the balloon on the bbt (trocar) on the vasoview hemopro 2 with vasoshield was broken. The harvester was unsure of how many ccs of air was used to inflate balloon. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).